Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician wanted to use the device to close the opening of the gastrojejunostomy anastomosis during a laparoscopic roux en y gastric bypass procedure, the device was able to fire, but the device did not close the tissue because the tissue was sliding between the jaws. It was stated that the tissue was prematurely released from the loading unit's jaws after the device closed. There was also poor and incomplete staple line. They re-stapled to complete the case. There was no patient injury.